Event description:
It was reported the patient presented post implant procedure. During interrogation, it was determined the atrial leadless pacemaker (lp) was undersensing atrial fibrillation (af). After the patient converted to sinus rhythm, the patient exhibited bradycardia. X-ray confirmed the lp had dislodged to the hip region resulting in leg twitches. The lp was explanted and replaced with a transvenous pacemaker. The patient was in stable condition.